Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a cracked end cap. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was 350 mg/dl. The customer got correction from pen. The customer report that no previous touching to drive support cap. The customer was advised to revert to a back up plan. The customer insulin pump is iw, we will replace it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.